Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds), when raising the grippers, fluid leaked from the gripper lever. The device was not used, there was no patient involvement. A new xtw cds was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported leak was confirmed via returned device analysis. Based on all available information, the leak is due to the observed o-ring and o-ring cap not being fully seated. The observed o-ring and o-ring cap not being fully seated are due to a manufacturing issue. Process improvements were made to reduce the possibility of operators not properly securing the o-ring caps. This device was manufactured before the process improvements were implemented. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported leak was confirmed via returned device analysis. Based on all available information, the leak is due to the observed o-ring and o-ring cap not being fully seated. The observed not fully seated o-ring and o-ring cap are due to a manufacturing issue that has been addressed through a prior corrective action. This device was manufactured before the corrective action was implemented. H10: additional mfg narrative corrected to the following: the observed not fully seated o-ring and o-ring cap are due to a manufacturing issue that has been addressed through a prior corrective action. This device was manufactured before the corrective action was implemented.